Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that following a non device related surgery, the patients ipg would no longer able to communicate with remote control and unable to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.